Manufacturer narrative:
Investigation summary: multiple photos were received with the customer's complaint of separation. The photos clearly present the separation and the complaint has been verified. The root cause of this separation is a lack of solvent applied due to improper use of assembly equipment by operator during production. This is a known issue that the manufacturing team is aware of and has made multiple improvements to eliminate further occurrences of this failure. A device history record review for model 10016073 lot number 22079130 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd alaris secondary set the connection was loose. This is event 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter: received a phone call from biomedical engineer to advise me of an issue that occurred with a secondary set. Individual has captured photos, does not have the impacted sample. Photos will be sent by biomedical. It was noted that the tubing separated at the outlet bonded to the drop chamber on the secondary IV line.

Event description:
It was reported while using bd alaris secondary set the connection was loose. This is event 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter: received a phone call from biomedical engineer to advise me of an issue that occurred with a secondary set. Individual has captured photos, does not have the impacted sample. Photos will be sent by biomedical. It was noted that the tubing separated at the outlet bonded to the drop chamber on the secondary IV line.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.